Event description:
Customer called to report high bgs. It was stated that the lead screw was clean and was sliding freely across the lead screw. There was not any change in medication or activity. Troubleshooting was performed. The audible tone could not be heard.